Event description:
It was reported that balloon rupture occurred. A 5.00mm / 2.0cm / 135cm peripheral cutting balloon was advanced for dilation. However, during the second inflation at 6 atmospheres for several seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications as a result of this event, and the patient was in good condition post-procedure.